Manufacturer narrative:
Product complaint # ==> (B)(4).

Manufacturer narrative:
Product complaint : (B)(4). Pc: surgical intervention. (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the doctor operated on patient in (B)(6) 2017. This patient was brought back to theatre on (B)(6) 2019 due to broken rods (I do not know which style of rods were insitu). Doctor performed a l1 vertebrectomy and used a nuvasive expandable cage. The patient was then transferred to the prone position where 4 set screws were removed from both sides as well as one screw from the right side. An end to end connector was placed between the broken rod section on both sides and removed set screws were replaced and locked off. A second rod was placed laterally on both sides and connected to the original construct with side to side connectors.